Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite implant, (oss310), and one unknown biomet former were returned for evaluation. Visual/physical evaluation of the as returned products identified that the implant was severely damaged and fractured. Additionally, tool fragment was identified inside the implant. DHR review for the lot (2019101978) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2019101978 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined was customer error. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A3: gender unknown / not provided.

Event description:
It was reported that implant when attempting to shape the internal threads with the former, the implant and tool fractured and implant had to be removed. Patient will have to return to place a new implant.